Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial #: (B)(4), implanted: (B)(6) 2012, product type: catheter. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(4), ubd: 25-sep-2014, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1015.6 mcg/day) via an implantable infusion pump. It was reported that a catheter revision was planned for (B)(6) 2019. The reason for the revision was that the patient was exhibiting signs of withdrawal for some time. The suspected catheter issue was unknown. The patient's weight at the time of the event was unknown. No further complications were reported.